Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of october 2014 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that per the nurse, the the pump was alarming upstream occlusion on the pump with 7 milliliters remaining. The nurse noted no bubbles or occlusions in the line and some remaining medication in the cassette. The nurse was unable to troubleshoot and disconnected the patient and alerted the physician. Patient not affected. No additional information. There was no patient injury reported.